Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an unidentified alarm and according to the patient all the lights on the controller lit up. The patient stated that the controller was also hot at the time of the event. The patient went to hospital and log files were extracted and sent. However, the log files did not cover the alarm due to a lot of pulsatility index (pi) events in the log. At the hospital there was no alarm and the controller had a normal temperature. The controller and pump worked as intended so no exchange to the backup controller was made. Another finding was a relative state of charge (rsoc) fault with low voltage alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event that the patient had an unidentified alarm, and according to the patient, all the lights on the controller lit up was not confirmed. The report that the system controller was hot was also not confirmed. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis; however, a log file was submitted. The submitted event log contained data spanning approximately 3 hours (between 08:45:53 and 11:40:09 on (B)(6) 2022, per the timestamp). The timestamp of the log file did not collect data on the reported event date ((B)(6) 2022) due to overwritten events in the log. No notable atypical alarms were active in the log file, indicating an issue with the system controller. Provided information stated that the system controller (B)(6) was not exchanged because the hospital could not reproduce this issue, as the controller worked as intended; so, no returning will be expected. This analysis could not determine the root cause of the reported event. As the system controller is unavailable for analysis, the complaint file will be closed without further action. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2020. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect alarm conditions, low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ explain visual and audio characteristics of a system controller self test, and how to perform a self test. Heartmate 3 patient handbook section "equipment storage and care" describes how to care for and clean all equipment, including the system controller and power module. Section f, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the system controller, power module, and power module patient cable. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller worked as intended at the hospital. The hospital was not able to reproduce this issue.